Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short v-v intervals and non-sustained episodes of oversensing with noise. Additionally, variable pacing impedance over the past ten days was observed on the rv lead. The patient was prepped for a lead revision and one day later the pace/sense portion of the rv lead was capped and a previously capped lead was reactivated as a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. .if information is provided in the future, a supplemental report will be issued.